Manufacturer narrative:
The explant is reported under MDR (B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's pain reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient presented with discomfort. The recipient's device was explanted. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly presented with otalgia, that may be secondary to infection. The surgeon recommended explant surgery and cultures to see if the pain improves. Advanced bionics is in the process of gathering additional information, once additional information is obtained a supplementary report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.